Event description:
User report stated that during a therapeutic total laparoscopic hysterectomy procedure the teflon pad peeled back leading to a laceration of the patient's bladder. There was no bleeding as a result of the injury. A urologist was called to repair the bladder. The patient was not admitted to the hospital for this injury and the patient¿s condition is stable. No additional devices were used as a result of this injury nor were additional medications required. The intended procedure was completed. There was damage to the device teflon pad observed, a piece was hanging from the tip. No device fragment broke off, nor was there metal exposed. The device and connection points to generator were inspected prior to use with no abnormalities observed. There were no error codes. The transducer cords were not bundled with any other medical devices during use. The physician was trained and experienced in the use of the device. The device is not returned, as such, a definitive root cause of the reported complaint cannot be determined at this time. Manufactured date of the device is not known at this time. A supplemental report will be filed as the information becomes available.

Event description:
The device has been returned to the manufacturer for evaluation. Based on the lot # kr866915, the device manufactured date is september 4, 2019. The user¿s complaint was confirmed. The teflon pad is found separated/lifting from the jaw; however, not detached from the device. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw exposing metal. In addition, there is a small burn mark located at the middle section of the teflon pad. Although, the teflon pad has separated/lifted from the jaw, it is still intact to the distal end of the thunderbeat device. The distal end of the device was inspected under a microscope and found char marks throughout the probe unit, and some foreign material present. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth conclusion based on the evaluation is that the likely cause of the damaged teflon pad is due to no tissue or insufficient tissue between the probe and jaw during activation of the device. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿